Event description:
It was reported by the customer that "device would not safety after placing the catheter in the patient. The wire and needle stayed out together when the nurse tried to safety. There was no negative impact to the patient. The catheter was able to thread off but when the nurse pulled back the needle just did not safety when they hit the active safety button."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malfunctioning safety mechanism is confirmed, but the exact cause could not be established due to the returned state of the device. One 20 ga x 2.25 in accucath ace was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device, and the safety of the device was engaged. A microscopic observation revealed the spring was caught on the needle carrier, so no tension was applied to the needle carrier to activate the safety mechanism. A functional test of attempting to activate and deactivate the safety mechanism showed that the spring was mobile on the needle carrier and the spring was manipulated back into the proper positioning during evaluation of the device. Subsequent reset and activation of the safety was unremarkable. The complaint of the safety mechanism of an accucath ace is confirmed, but the root cause of failure could not be determined. The blood use residues in the returned device could have contributed to the failure of the device as well as potential device manipulation; however, because the device was returned with usage residues, the exact cause could not be determined. A review of manufacturing records did not reveal any likely potential manufacturing related issues with the implicated batch. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "device would not safety after placing the catheter in the patient. The wire and needle stayed out together when the nurse tried to safety. There was no negative impact to the patient. The catheter was able to thread off but when the nurse pulled back the needle just did not safety when they hit the active safety button."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.